Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that undersensing was noted on the implantable cardiac monitor. Reprogramming was attempted but unsuccessful due to the amount of noise. The device remains in use and no further actions are planned. This patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.